Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call damage on the insulin pump, no delivery alarm and off no power alarm. Troubleshooting for no delivery was performed. Customer resolved the issue by changing out their entire set and reservoir. Customer was advised that the infusion set and reservoir would be replaced. Troubleshooting for cosmetic damage was performed. Customer advised there were scratches on the display screen making it difficult to read. Customer's husband was in construction and over time the wear and tear has accumulated on the display screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.